Event description:
It was reported that the shock lead impedance (sli) values of this right ventricular (rv) lead had gradually increased from approximately 40 ohms to 80 ohms. Technical services (ts) suggested further monitoring of this lead. Later, there was an alert for an out-of-range shock lead impedance measurement at 125 ohms. No adverse patient effects were reported. Currently, this rv lead remains in service.